Event description:
Caller reported encountering cgm error 42. Blood glucose level was measured at a specific value within the normal range, indicating no adverse impact. Customer received guidance from technical support on performing a pump reset, which resolved the issue, and successfully initiated a new sensor session.